Manufacturer narrative:
Product event summary: analysis confirmed that the output connectors were broken. It was also found that the hanger assembly was contaminated, and both wires on the liquid crystal display (lcd) were routed incorrectly over the battery compartment and pinched in multiple locations, but the insulation was not compromised. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the output connectors on the external pulse generator (epg) were broken. The epg has been returned for service. There was no patient involvement.